Manufacturer narrative:
(B)(4). The investigation result of sheath was detached where the clear guidewire sheath attaches to the dark blue sheath. Investigation results: a wallflex¿ biliary rx stent and delivery system was returned for analysis. Visual analysis found the stent was fully constrained within the delivery system. Also, the outer sheath was separated where the clear guidewire sheath attaches to the dark blue sheath. Functional analysis found the stent failed to deploy using the deployment handle. However, the stent was successfully deployed by pulling the tip of the delivery system. The inner shaft was noted to be kinked. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex¿ biliary rx stent was to be used to treat large stones in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, the stent failed to deploy. The procedure was completed by another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath was detached where the clear guidewire sheath attaches to the dark blue sheath.